Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the pain and hyperglycemia. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Remove the pod slowly to help avoid possible skin irritation. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiry date on the package. To minimise the possibility of site infection, do not apply a pod without first using the aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Living with diabetes. Chapter 13 / page 162. Warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure that insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod. Changing your pod. Chapter 3 / page 37. Warnings: because the pod uses only rapid-acting u-100 insulin, you are at increased risk for developing hyperglycemia if insulin delivery is interrupted. Severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause symptoms such as abdominal pain, nausea, vomiting, breathing difficulties, shock, coma or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin. Ask your healthcare provider for instructions for handling interrupted insulin delivery, which may include an injection of rapid-acting insulin. The pod and its accessories, including the needle cap, contain small parts that may be dangerous if swallowed. Be careful to keep these small parts away from young children.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.8 mmol (320.4 mg/dl) and experienced pain at the site while wearing the pod between 24 and 36 hours. The patient contacted the doctor over the phone, who prescribed him a cream (calean) to be used on the affected area.